Manufacturer narrative:
(B)(4). The product code is unknown therefore a 510(k) number, brand name, and catalog number will not be included in the emdr. A follow-up MDR will be submitted if any additional information is becomes available.

Event description:
A customer contacted global technical service (gts) regarding a low drain volume alarm that appeared on the home choice (hc) during initial drain. The home patient (hp) stated there was air in the line. Gts advised the hp to end therapy and start over with new supplies, and then assisted the hp to end therapy. Product surveillance (ps) spoke with the hp's clinic. The receptionist asked the hp's nurse about the alarm. The receptionist then stated that the pd nurse took care of it and declined to provide additional information. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for a low drain volume alarm in conjunction with air in the line was confirmed. The root cause of the air in line was unknown. The lot number was not available therefore a batch review was not performed. This issue has been escalated to CAPA.